Manufacturer narrative:
(B)(4). Two used sets were received for evaluation. In an attempt to replicate the reported event, the returned sets were primed and loaded into an infusomat space pump per the instructions for use. The pump ran for ten minutes at 400ml/hr. During this time, there were no air bubbles observed in any location of the tubing sets and the pump did not alarm any errors. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned set met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available a follow-up report will be filed. (B)(4).

Event description:
As reported by user facility: finding air bubbles in line, near the silicone pump segment.